Event description:
Related manufacturer reference number: 2017865-2023-23422 2017865-2023-23423 it was reported the patient presented for a leadless pacemaker (lp) implant. During procedure, after the leadless pacemaker was loaded onto the delivery catheter, it prematurely separated and fell on the unsterile floor. A new leadless pacemaker was loaded without issue to the same delivery catheter. During implant, when the physician went into tether mode after fixation, the lp prematurely released. The lp remained fixated with adequate numbers. Upon inspection after removal, the delivery catheter was noted to have misaligned tethers while the release knob was in starting position. The patient was stable.

Manufacturer narrative:
The reported event premature release was confirmed. As received, a complete catheter was returned in one piece without a trace of blood at the distal region. Visual inspection found the tether knob was in aligned position, but the bullets were misaligned. X-ray examination found the release tether slipped from the release screw. The cause of the reported event was due slipped tether.